Event description:
At approximately 4:15 pm, pulmonologist, two nurses and respiratory therapist were in the patient room. Pulmonologist gave orders to switch the ventilator mode from pressure control to volume control. When the respiratory therapist proceeded to make the change, the ventilator would not engage and began to alarm, therapist was unable to make the change. Immediately the patient was taken off the ventilator and oxygenated manually by respiratory therapist. A second therapist arrived, when checking the ventilator the ventilator screen shutdown. The patient was connected to a functioning ventilator, with no further problems. The malfunctioning ventilator was removed from service. At 4:57 pm the patient suffered a cardiopulmonary arrest and expired; patient code status was dnr (do-not resuscitate). Because of the patient's deteriorating condition at the time of this event, with physician, nurses and respiratory therapist at bedside and immediate actions taken, it is difficult to determine whether the device malfunction contributed to the patient outcome.